Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's charging system was not locating his scs ipg. Reportedly, the patient has not charged the ipg for approximately six months. Surgical intervention is planned for a later date to replace the patient's ipg with a recharge-free ipg.

Event description:
Additional information obtained identified the patient's scs ipg was replaced with a new one.